Event description:
It was reported that a patient underwent an endometrial thermal ablation procedure on (B)(6) 2012. When the device was being opened for the procedure, it was determined that the packaging was already open and not sealed. Two inches of the seal appeared unsealed. Another like device was used to complete the procedure with no adverse patient consequences.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4): the catheter and tyvek were received for evaluation. Visual inspection of the tyvek found no damage or evidence of an open seal. Inspection of the packaging tray found that the tray received is probably not the original one, since evidence shows that this tray belongs to a group of trays. Seal transfer on the tray received was normal with no lights spots or voids observed.